Event description:
In 2008, the pt reported a few drops of insulin spilled into the cartridge compartment of her infusion device. She stated the insulin leaked out of the cartridge. During troubleshooting, the pt stated she places the clear plastic safety cap on the tip of the cartridge and then pushes the plunger up to remove the air bubble when she fills a new cartridge with insulin. The pt was advised not to do this. The pt stated she dried the insulin drops out of the compartment with cotton swab. The pt was advised to switch to her backup infusion device and to allow her primary device to air dry for 24 hours. The proper procedure for changing her insulin cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.